Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2011 patient underwent the following procedures: anterior retroperitoneal exposure of the lumbar spine. L4-5 microlumbar discectomy. L4-5 anterior lumbar interbody fusion using 14 mm x 6° polyether etherkeytonexxx spacer filled with allograft, bone graft and autologous marrow and bone morphogenic protein infused sponges. L4-5 anterior lumbar locking plate 21 min with 25 mm screws from spinal USA. L5-s1 micro lumbar discectomy. L5-s 1 anterior lumbar inter-body fusion using 10 mm x 6° lordotic polyether ether keytone spacer filled with allograft and bone morphogenic protein infused sponges. Ls-s1 anterior lumbar locking plate 21 mm with 25 mm screws from spine USA. Harvest of autologous bone marrow. Utilization of fluoroscopic guidance. L4-s1 arthrodesis. Preoperative, postoperative diagnosis: mechanical low back pain and lumbar radiculopathy. Per op-notes: ¿an l5-s1 micro lumbar discectomy and interbody fusion was completed in a similar fashion. A lordotic polyether ether keytone spacer filled with bone morphogenic protein sponges was placed into l5-s1 interspaces without difficulty and gently countersunk. This also confirmed with fluoroscopic imaging.¿ on (B)(6) 2011, patient underwent the following procedures: retroperitoneal spinal exposure of l4-5 and l5-s1 with mobilization of aorta, inferior vena cava, iliac artery, vein, and ureter. Diskectomy, partial vertebrectomy, and cage insertion at l4-5 and l5-s1. Preoperative, postoperative diagnosis: lumbar disk disease at two levels, l4-5 and l5-s1. On an unknown date post-op, patient alleged unspecified injuries due to rhbmp-2/acs.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.